Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6), the suture was used during surgery. The patient was discharged on (B)(6) with a small amount of exudate at the wound site. Multiple follow-up visits to the hospital showed no improvement. On (B)(6), during another follow-up, a portion of the external suture was removed. A suture reaction was considered after implantation, likely due to suture rejection, which resulted in slow absorption. Although part of the external suture was removed, the deep suture could not be extracted. Purulent discharge and scabbing, along with subcutaneous pus accumulation, were observed on the right index and ring fingers. Wound healing was poor, and the suture remained unabsorbed for more than one month.

Event description:
According to the reporter, on october 8, the suture was used during subcutaneous suturing of the finger tendons surgery. The patient was discharged on october 28 with a small amount of exudate at the wound site. Multiple follow-up visits to the hospital showed no improvement. On november 18, during another follow-up, a portion of the external suture was removed. A suture reaction was considered after implantation, likely due to suture rejection, which resulted in slow absorption. Although part of the external suture was removed, the deep suture could not be extracted. Purulent discharge and scabbing, along with subcutaneous pus accumulation, were observed on the right index and ring fingers. Wound healing was poor, and the suture remained unabsorbed for more than one month.

Manufacturer narrative:
Additional information: b5, e1 (initial reporter, street1, phone number), g3, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.